Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the gantry was not properly docked and slightly tilted to the left. The dock button was found to not be in use. The representative reported that the gantry was straightened out and the unit was functioning as designed. The representative found that a "tilt no open" message appeared in the logs of the imaging system on the day of the occurrence. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door would not open on the imaging system after performing a motion calibration. The calibration was prompted after completing a 3d image acquisition. The site manually opened the door to resolve the issue and manually operated the door to complete the procedure. The representative reported that motion calibration was performed in the hallway as well without resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.